Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. After the transeptal puncture was performed and the transeptal sheath was exchanged for a single curve watchman truseal access system (was), the physician experienced difficulty advancing the was and pigtail into the laa. It took a number of minutes and at that time heparin was given to the patient. A few minutes later on the transesophageal echocardiogram (tee) imaging, a suspected thrombus was noted attached to the pigtail and/or the access system. The pigtail was removed and thrombus was noted on it. The tee did not show any additional signs of thrombus on the sheath, which had remained in the body. The pigtail was flushed thoroughly and reinserted. Activated clotting time (act) was checked and noted to be greater than 200 seconds and climbing. The single curve was was exchanged for a double curve was. The procedure was continued without any further issue and a watchman flx laa closure device was successfully implanted. No patient complications occurred.